Event description:
Reporter noted two patients had a pneumococcus infection after phaco procedures. Multiple products used; trying to identify cause. Observed sterilizaiton procedure of phaco sets at hospital csa on 10/2001. Noted that one I/a handpiece was obstructed; difficult to remove obstruction. Thin layer of powder noted on instrument tray and handpiece. Powder identified as lime: source unknown. All cultures were negative. Resumed surgeries 2 weeks later. Patient 1 of 2: no intervention or prognosis reported at this time.